Event description:
Pt developed sudden pain, swelling, and tenderness in the left breast. Pt went to md, who prescribed antibiotic-- course worsened with fevers, chills, malaise, loss of appetite, and increasing pain and swelling in the left breast. An MRI scan was done which revealed a sign. Amt of fluid around the left implant. Pt desired to proceed with removal of implant and removal of the opposite implant for symmetry.